Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: visible moisture corrosion in battery compartment. Battery compartment crack above grip pad. Leak test failed due to crack in battery compartment. Opened pump, no moisture found.